Event description:
Event description guidant received information that at a routine follow-up, the implantable cardioverter defibrillator (ICD) could not be interrogated and would not respond to a magnet.